Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed the clips with gap. It was noted that a piece of red plastic was found lodge inside the jaws. In addition the orange indicator did not show up. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.